Event description:
On (B)(6), 2011, the pt was implanted with the gore excluder aaa endoprosthesis featuring the gore c3 delivery system to treat an abdominal aortic aneurysm. By (B)(6), 2011, it was reported that device had migrated distally 15 mm leading to a type I endoleak and aneurysm enlargement. On (B)(6), 2011, the pt underwent a reintervention to implant an aortic extender component which resolved the endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. It was reported that the aortic neck diameter was 23.8 mm. According to the gore excluder aaa endoprosthesis instructions for use, the intended treatment diameter for the (B)(4) is 24.0-26.0 mm.